Event description:
It was reported by the attorney that the plaintiff had a hysterectomy in 1995. In the course of the surgery vicryl sutures used were contaminated thus not sterile, thereby causing the plaintiff to suffer infection and injury.